Event description:
Per the independent repair center, the customer alleged problem is red light. The key failure is the manifold valve is not shifting. As stated on the repair statement additional malfunction on this device: power switch has no alarm.